Event description:
The hospital reported that during a coronary artery bypass procedure, the acrobat-I positioner was losing suction during the case. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
The device was not returned to maquet cardiac surgery for investigation, therefore no eval could be performed. Internal file number - (B)(4).